Manufacturer narrative:
The device was returned to zoll medical for evaluation. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data logs showed the device successfully discharged several times after the electrode pads were replaced. This evidence suggest this is not a malfunction with the device. However, the electrode pads used during this event were not returned for evaluation. The device passed final test, was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a male patient (gender unknown) during cardiac arrest, the device failed to discharge after the first shock was delivered using attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.